Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2005; ddbb1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has two right ventricular (rv) lead, one for pacing and one for defibrillation needs. A lead integrity alert (lia) and one lead exhibited oversensing, elevated sensing integrity counter (sic), and high rate non-sustained episodes. The other rv lead exhibited noise. It was thought that the leads may be hitting against each other causing the oversensing/interference but this could not be confirmed. A venogram determined that there was a vein occlusion so not surgical intervention has taken place yet. The lead alert was programmed off and the ventricular tachycardia (vt) detections were turned off. The patient has only the ventricular fibrillation (vf) zone programmed on. The leads remains in use. No patient complications have been reported as a result of this event.